Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not interrogate a device in a box. Technical support (ts) noted to the company representative that the recent software release would not impact telemetry. Ts also suggested that the caller return the programmer if there was an issue. There was no patient involvement.